Event description:
It is reported by the implanting physician that a unit of the tornier fgt-30 was explanted from a patient as a result of chronic allergic reaction. It is reported that the explant surgery was not performed by this physician. No patient identification, current patient status, clinical event dates, facilities of surgery or other details have been released. No information related to the disposition of the explanted device has been provided. No additional information is anticipated. (B)(4).

Manufacturer narrative:
Reported allergic reaction to materials of construction of this implant.